Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3889-33, lot# va0xzh7, implanted: (B)(6) 2015, explanted: (B)(6) 2016, product type: lead. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported their first implant had worked well for four month after they switched to the 7th program, but then they had a return of symptoms and back pain. The patient went to replaced the implantable neurostimulator (ins) and the healthcare professional (hcp) found the cords were twisted so the hcp replaced the lead as well. The patient was wondering if the issue could be do to the chiropractic procedures and equipment. The patient noted the chiropractor had not pressed directly on the devices when they were having their mid to lower back adjustment, but they laid on a bed of roller that went from their neck to their lower spine. The patient was upset that there was not more clear guidance for chiropractic procedures in the interstim manual, and stated they need two surgeries because of the lack of clarity. It was clarified by two surgeries the patient was referring to initial implant surgery and replacement surgery for the ins and lead. The patient stated no one knew about the compatibility guidance for the chiropractor, the patient noted they spoke to their healthcare professional (hcp) and manufacturer representative (rep) but no one provided clarity. The patient added they never got a the literature. The patient is implanted for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.